Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a vats procedure. Reportedly, the instrument did not fire. No pt injury occurred.